Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the thermocool® smart touch¿ electrophysiology catheter deflection was inadequate. Also during the procedure, it was described that the protective sleeve became damaged. The thermocool® smart touch¿ electrophysiology catheter was exchanged and the procedure was completed. There were no patient consequences reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The deflection issue was assessed as not reportable since the potential risk that a deflection issue could cause or contribute to a death or serious deterioration in the patient¿s state of health was remote. The issue described as the protective sleeve became damaged was assessed as a reportable malfunction.

Manufacturer narrative:
Additional information was received on the event on (B)(6)2018 . There were no exposed wires or lifted/sharp rings. There was no resistance or difficulty during catheter insertion or removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Initially, it was described that the protective sleeve became damaged. The issue described as the protective sleeve became damaged was assessed as a reportable malfunction. The biosense webster failure analysis has now received the device for evaluation on august 13, 2018 and noted the damage reported. There was a tear in the pebax sleeve 0.3cm from the distal tip. The clear pebax tear was protruding. The peek housing was cracked at the transitional area approximately 1.6 cm from the distal tip. The scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage and a hole on the surface of the pebax. Also the polyurethane (pu) was found separated from the pebax margin. It is possible that the damage was generated with an unknown object. Since the tip was damaged and the catheter integrity was not maintained, these issues remain MDR reportable. Investigation summary: it was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the thermocool® smart touch¿ electrophysiology catheter deflection was inadequate. Also during the procedure, it was described that the protective sleeve became damaged. The thermocool® smart touch¿ electrophysiology catheter was exchanged and the procedure was completed. There were no patient consequences reported. The device was visually inspected and a tear was observed on the pebax and the peek housing was found cracked in the transition area. Then, a deflection test was performed and it was found within specifications. The catheter was deflecting correctly; however, the catheter was observed under the x ray machine and the t bar was found slightly slid down causing the damage on the peek housing transition. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage and a hole on the surface of the pebax. Also the polyurethane (pu) was found separated from the pebax margin. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The catheter was found deflecting correctly; however, the t bar was found slid down. The customer complaint was confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. An internal corrective action has been opened to investigate the t bar slippage issue. Manufacturer's ref. No: (B)(4).